Event description:
It was reported to boston scientific corporation that a percuflex biliary stent introducer system was used during a cystogastrostomy procedure of a (B) (6) female patient (patient weight is unknown). A fistula was created from the gastric wall into the cyst. An attempt was made to deploy a non-bsc double pigtail stent using the bsc introducer system; however the physician was unable to deploy the stent. The procedure was aborted and the fistula was left open for drainage which lead to a leak. The patient remained hospitalized on antibiotics for monitoring. The patient was rescheduled on (B) (6) 2010 for another cystogastrostomy procedure. Since then, the patient has been admitted and discharged several times for unrelated procedures.

Manufacturer narrative:
(B) (4) hospitalization for monitoring required/antibiotics. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex biliary stent introducer system was used during a cystogastrostomy procedure of a (B)(6) old female patient (patient weight is unknown). A fistula was created from the gastric wall into the cyst. An attempt was made to deploy a non-bsc double pigtail stent using the bsc introducer system; however the physician was unable to deploy the stent. The procedure was aborted and the fistula was left open for drainage which lead to a leak. The patient remained hospitalized on antibiotics for monitoring. The patient was rescheduled on (B)(6) 2010 for another cystogastrostomy procedure. Since then, the patient has been admitted and discharged several times for unrelated procedures.

Manufacturer narrative:
A visual evaluation of the returned device revealed no damage/anomalies on either the push catheter or the guide catheter assembly. A guide wire was inserted throughout the length of the device and no obstruction was observed. During manufacturing, push catheter and guide catheter assemblies are 100% inspected for working length integrity and cosmetic issues and any defects found are scrapped and documented in DHR. There is no information present in the event description or additional notes pertaining to device failure during usage and therefore upon review and analysis of all available information, the root cause or probable root cause for this complaint could not be determined at this time. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.